Event description:
On (B) (6) 2006 - pt received right knee arthroscopy, partial medial meniscectomy removing one third of the medial meniscus using a calaxo screw. Ten weeks after surgery, the pt complained of pain in the front of his knee cap. 36 weeks later, pt received a second opinion and still experiences pain.

Manufacturer narrative:
Product recall was initiated august 21, 2007. (B) (4)